Event description:
I had a right total hip replacement on (B)(6) 2007. I received the depuy total hip system pinnacle 100 acetabular cup sz mm58. Prior to surgery, I had discomfort that could be dull and then sharp. It radiated from my groin to my lateral hip. After surgery, the pain went away but then in (B)(6) 2009, I had start up pain when I went from a sit to a stand and began to walk. The pain was located in the groin and radiated to my thigh. Laboratory levels showed elevated chromium levels. Ap and lateral x-rays in (B)(6) 2009 showed further subsidence of the implant and shockingly a fracture of the femoral stem at the junction of the fork with the solid part of the stem into laterally.